Manufacturer narrative:
(B)(6). The lot was manufactured may 18, 2016 - may 19, 2016. The device was received for evaluation with approximately 120 ml of fluid in the bladder. Visual inspection noted tiny specks of white powder located near the fill port; however no sign of leak was found. Functional simulated use testing was performed and the device operated within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had white powder on the fill port, indicating leakage from the fill port. The device was filled with 3200 mg of fluorouracil in 0.9% sodium chloride. This was observed prior to use of the device. There was no patient involvement. No additional information is available.